Manufacturer narrative:
Reference record (B)(6). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced purulent discharge and erythema of a centimeter and half around the stoma site. The patient was diagnosed with a stoma site infection, and prescribed amoxicillin. It was reported that the patient's stoma site did not improve. The patient was prescribed levofloxacin 500 mgs once a day, clindamycin 300 mgs 3 times a day, both for 10 days. On an unknown date, it was reported that the patient's stoma site improved following antibiotic therapy.